Manufacturer narrative:
E1 - initial reporter facility name:(B)(6) university e1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A balloon pinhole noted located at the distal markerband. The rated burst pressure for this device as per specification is 24 atmospheres. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination found the tip of the device to be severely damaged. A visual examination observed no issues with the markerbands of the device. Markerbands were undamaged in the correct position on the device. This concludes the product analysis.

Event description:
Reportable based on device analysis completed on 31jul2024. It was reported that tip leakage occurred. The target lesion was located in the popliteal artery. A 3.0 x 150, 135cm mustang balloon was advanced for dilatation. However, when the balloon was pressurized, the balloon did not change. The contrast agent overflowed, so the balloon was withdrawn, and water was injected with a syringe. It was then noted that the tip was leaking. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post-procedure. However, device analysis revealed a balloon pinhole located at the distal markerband.